Manufacturer narrative:
(B)(4). (B)(6). Field service specialist (fss) visited the account and checked the laser. No problem detected. The instrument was working within specifications. Preventive maintenance performed in accordance with service manual. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that surgeon made a ring with intralase and a perforation occurred during the incision. It was reported that surgeon scheduled a new surgery and there was a delay in the procedure.

Manufacturer narrative:
Additional information: after the perforation, surgeon sent the patient home and after one week he did the ring again. He did it in a different depth, a little bit superficial. The patient is fine.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. No conclusive evidence identified for the reported issue since failure could not be confirmed. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.